Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device, the issue was unable to be duplicated by analysts. The delivery accuracy of the device was found to be within manufacturing specifications. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the pump failed an accuracy test during preventative maintenance. There was no patient involvement.